Event description:
Procedure performed: lap appendicectomy. Event description: removal of the specimen was being performed when the event occurred. Difficulties removing bag from the 10mm port. 31.10.2024 email received from [name], regional territory manager: I¿ve just submitted a cer ¿ unfortunately I couldn¿t get on to any of the people in the email attached but have responded saying I need to get further information. Will send it through once I receive it. 15.11.2024 email received from [name] confirming the following details. The relevant sections have been updated. Name of procedure: lap appendicectomy. No patient injury or illness occured associated with the complaint. Patient status: nothing reported. No clinical impact to the patient as a result of the event. Used instruments to remove bag to resolve the situation atrac graspers were used when the complaint event occurred. 26.11.2024 additional information via email from [name], rsm. The email contained a screenshot of an email from [name], clinical nurse specialist, [hospital]: unfortunately to we had an equipment issue that if not picked up by [name] could have resulted in some serious harm to a patient. During a lap appendicectomy, we used an [competitor device] like usual however when trying to remove it at the end of the case, part of the metal wire typically kept within the grey tube came out and became lodged in the patient's abdominal cavity. Thankfully [name] was able to remove the metal however it did require the patient to have a longer anaesthetic as we had to go back into the patient to view and remove the metal. Attached are the photos of the broken [competitor device] as well as the packaging (with the lot numbers) so it can be reported back to the company. I have also completed a riskman (#) as this was an incident that could have resulted in harm to our patient. 26.11.2024 confirmed via phone call with [name] that this was an applied medical inzii device, not [competitor device] as described above 20.01.2025 additional information was received via email from ama customer relations. The product was disposed of by the hospital. Intervention: used instruments to remove bag. Patient status: no patient injury. No clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant¿s experience of component separation. Based on the description of the event and the photos provided, it is possible that the user attempted to release the bag by pulling the bag with a considerable amount of force and in a manner inconsistent with normal usage. It is also possible that the support that separated contained damages or nonconformances, that contributed to the component separation. However, the exact root cause of the component separation is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap appendicectomy. Event description: removal of the specimen was being performed when the event occurred. Difficulties removing bag from the 10mm port. 31.10.2024 email received from [name], regional territory manager: I¿ve just submitted a cer ¿ unfortunately I couldn¿t get on to any of the people in the email attached but have responded saying I need to get further information. Will send it through once I receive it. 15.11.2024 email received from [name] confirming the following details. The relevant sections have been updated. Name of procedure: lap appendicectomy. No patient injury or illness occured associated with the complaint. Patient status: nothing reported. No clinical impact to the patient as a result of the event. Used instruments to remove bag to resolve the situation atrac graspers were used when the complaint event occurred 26.11.2024 additional information via email from [name], rsm. The email contained a screenshot of an email from [name], clinical nurse specialist, [hospital]: unfortunately to we had an equipment issue that if not picked up by [name] could have resulted in some serious harm to a patient. During a lap appendicectomy, we used an [competitor device] like usual however when trying to remove it at the end of the case, part of the metal wire typically kept within the grey tube came out and became lodged in the patient's abdominal cavity. Thankfully [name] was able to remove the metal however it did require the patient to have a longer anaesthetic as we had to go back into the patient to view and remove the metal. Attached are the photos of the broken [competitor device] as well as the packaging (with the lot numbers) so it can be reported back to the company. I have also completed a riskman (#) as this was an incident that could have resulted in harm to our patient. 26.11.2024 confirmed via phone call with [name] that this was an applied medical inzii device, not [competitor device] as described above intervention: used instruments to remove bag. Patient status: no patient injury. No clinical impact to the patient.